Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. A caregiver reported an unspecified low scan was received on the sensor when compared to an adc meter result. Based on the sensor scan, the customer self-treated with food however, the sensor result did not change. The ambulance was called and upon their arrival, a blood glucose result of 34 mmol/l was obtained on the hcp meter and the customer was transported to a hospital. At the hospital, an insulin drip (type/dose unknown) was administered for the diagnosis of hyperglycemia and the customer has stayed for observation. No further information was reported. There was no report of death or permanent injury associated with this event. Reportedly, readings comparisons of 2.5 mmol/l from a adc device against an hcp meter results of 34 mmol/l were reported. The results when plotted on a parkes error grid fall into the 'out of range' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. This also serves as a correction report. Section d1(brand name) was incorrectly documented in the previous report. Correction have been made.

Event description:
A low readings issue was reported with the adc device. A caregiver reported an unspecified low scan was received on the sensor when compared to an adc meter result. Based on the sensor scan, the customer self-treated with food however, the sensor result did not change. The ambulance was called and upon their arrival, a blood glucose result of 34 mmol/l was obtained on the hcp meter and the customer was transported to a hospital. At the hospital, an insulin drip (type/dose unknown) was administered for the diagnosis of hyperglycemia and the customer has stayed for observation. No further information was reported. There was no report of death or permanent injury associated with this event. Reportedly, readings comparisons of 2.5 mmol/l from a adc device against an hcp meter results of 34 mmol/l were reported. The results when plotted on a parkes error grid fall into the 'out of range' zone showing the difference in values to be clinically significant.